Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and then motor error when she attempted to fill the tubing. The label on the insulin pump faded. She placed the insulin pump on top of water and may have faded the label about two months ago. The insulin pump had a blank display. Customer's blood glucose level was 187 mg/dl. The customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reference medwatch 2032227-2014-20958 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.